Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip of the harmonic ace instrument broke. It was noted that no fragment fell inside the patient the procedure was completed with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Correction: d4 updated with appropriate lot/batch. H8 updated to indicate initial use of device. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer stated that it was the tip of the instrument that was broken and it was checked before use. The equipment was using energy to cut the tissue when the issue occurred. No collision occurred, nothing fell into the patient's body. The equipment and its accessories have been returned damaged to isi. The picture has been attached in the file. There was separation of the harmonic ace head from the main body. Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have the curved blade broken at the tip of the blade. A piece approximately 0.437" x 0.085" was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade do not show damage. The complaint regarding the tip of the instrument is broken was confirmed by failure analysis. The probable root cause is attributed to use conditions. Image review: review of the provided image is consistent with complaint.